Event description:
Reporter states that she was seen in (B) (6) 2009 at a pain management clinic following a car accident. Reporter states that she was approached by a zynex rep who recommended a tens unit. Rep also stated that it wouldn't cost her anything. Reporter stated that she used the unit 5 times with no results. She said, she placed the unit in her closet. Recently reporter was contacted by her attorney and he said that he had been contacted by zynex, and they said she owed them (B) (4). Reporter is very upset because she was told she wouldn't have to pay anything. Reporter has tried to return unit but she has only gotten the runaround from a zynex rep as well as the rep's supervisor.